Manufacturer narrative:
The customer did not provide a meter serial number so it was not possible to determine a manufacture date.

Event description:
The customer tested his blood glucose using his contour ts meter and received a reading of 450 mg/dl. His glucose was retested using another meter and that reading was 92 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional info before ending the call. Customer service called the customer back, but his phone line was busy. No product will be returned at this time.